Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found the catheter body was broken. Two short distal segments were returned and it was not possible to determine which segment was more proximal and which was more distal and therefore the segments were names segment 1 and segment 2. One end of segment 1 was compressed and had an oval shape when viewed in cross section. The end also had two longitudinal cracks that most likely occurred as the catheter got more compressed and eventually broke in the area. Both ends of segment 2 were also compressed and had an oval shape. One end of segment 2 matched up to the broken end of segment 1 which indicated that one particular break occurred where segment 1 met up with segment 2 plus a second catheter break occurred on the opposite end of segment 2.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10835r31, serial# unknown. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that only the catheter was replaced on (B)(6) 2013, the pump is in situ. It was also noted that the previously reported undiagnosed vertebral fracture ¿was not obviously related to the I/t (intrathecal) opioid.¿ it was ¿probably a red herring, it was a torn catheter that was the problem.¿

Event description:
It was reported that the patient complained of pain and withdrawal symptoms. A dye study was done, a ¿significant leak¿ in the catheter was found, the date of study was not reported. The surgeon reported that the pump had been ¿playing up,¿ it was not clear what was meant by that. A pump replacement was done on 06/04/2013. It was also noted that the patient was ¿found to have an undiagnosed vertebral fracture,¿ the location of fracture was not noted, nor was it noted if the fracture was related to the device or therapy. During surgery, when the catheter was exposed ¿at least two small segments found unattached to main body of catheter, it was not clear as to why this was the case.¿ a new catheter was placed; the explanted catheter was to be returned to manufacturer. It was also noted that the dose of hydromorphone was reduced ¿as a precaution, as the doctor felt the patient may have potentially not been receiving medication,¿ though a specific length of time was not reported. The pump was not due to be replaced for 12 months by the doctor¿s calculations, and he wanted to do a dye study. It was unclear if he wanted to do a second dye study or if this was the same dye study noted above. It was noted on the same day of the surgery that ¿no patient injury¿ occurred. (B)(6) 2013 (isper updated/rep/hcp) it was later reported that on (B)(6) 2013 the patient reported ¿extra pain¿ at a refill appointment. The residual volumes were checked at that time and all was ¿ok.¿ on (B)(6) 2013 the patient had a ¿top up,¿ it was unclear what was meant by that, and he ¿still had extra pain.¿ again residual volumes were checked and all was ¿ok.¿ on (B)(6) 2013 the patient experienced withdrawal symptoms of ¿night time shivering¿ and ¿yawning¿ but ¿came good again until the (B)(6) ,¿ when he experienced ¿metallic taste in his mouth, vomiting and increased pain.¿ on (B)(6) 2013 telemetry and residual volumes were checked and all was ¿ok.¿ the rate was increased due to increased pain. The patient was asked if he wanted to proceed with a pump change on (B)(6) 2013, ¿which he agreed to.¿ (B)(6) 2013 (e1a/rep) it was noted that the pump ¿seemed to be functioning fine,¿ that the patient was still in the hospital, and that he was ¿due for a review¿ on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.